Event description:
It was reported that a large volume intermate was missing the ¿blue tip.¿ the reporter stated that this was identified before patient use. There was no patient involvement. No additional information is available. This is report 21 of 24.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from november 12, 2010 ¿ november 13, 2010. Evaluation summary: the sample was returned for evaluation. A visual inspection was performed and showed no defects related to the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.